Manufacturer narrative:
No other similar complaints have been reported. The incident appears isolated at this time. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak in the middle line of a 1500 ml eva dual chamber bag. This was noted by the pharmacy. There was no patient involvement. No additional information is available.